Event description:
Doctor reported the abutment screw fractured.

Manufacturer narrative:
The investigator was unable to confirm the reported issue for this reported incident as the customer reported that the product was discarded and no order or lot number was provided. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.